Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2007 (B)(6); 4076 implantable pacing lead 2006 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced shortness of breath, chest pressure and was anxious when they had two episodes of what appears to be ventricular (vt) that were not treated by the implantable cardioverter defibrillator (ICD). The first episode was classified as a vt monitor rhythm and the second episode was classified as sinus tachycardia (st). The r-wave amplitude on the ventricular lead was noted to be small. The lead and device remain in use. No further patient complications have been reported as a result of this event.